Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope. Technical services (ts) reviewed the available data and identified rv loss of capture (loc) on a stored automatic threshold test electrogram and an alert indicating that the rv automatic threshold was detected as greater than the programmed amplitude or suspended. High capture thresholds were noted, as well as a gradual increase in rv impedance that remained within normal limits. Further assessment of the rv lead was recommended. This rv lead remains in service. No additional adverse patient effects were reported.